Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00050. It was reported that patient experienced cramps in the thigh. X-rays showed that the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.